Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nose irritation, respiratory tract irritation, asthma (new or worsening), other, pneumonia, bronchitis, pulmonary embolism. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box h: recall (z) number given as z-1974-2021. After review, it was determined that the customer reported recall (z) number as z-1973-2021. The following correction has been updated in this report in box h: 'recall (z) number' to reflect the correct information.

Manufacturer narrative:
The manufacturer previously reported incorrect information in box d. The following correction has been updated in this report. Box d: common device name has been corrected as ventilator, continuous, non-life-supporting.